Manufacturer narrative:
F.4 this info was unknown when MDR was initially submitted. Facility's risk manager has since indicated that she was unaware of event and had not reported it to FDA. F.4, f.5 this info was unknown when MDR was initially submitted. H.3 eval summary: crystal oscillator of this device had failed resulting in a low crystal voltage amplitude. Co has observed through tests that slowly decreasing crystal oscillator signal amplitude can alter the microprocessor clock signal causing telemetry problems, serial number changes, loss of pacing, and device parameter errors.

Event description:
Dr had difficulty communicating with the ICD during a routine follow-up on 1/7/97. The programmer then reported a device parameter error, displayed a ram map0 and showed that the s/n of the ICD had changed. The ICD was reprogramned to its original parameters. Real-time measurements showed a paced r-wave but the surface EKG did not show that the pt was pacing. When the dr attempted to deliver non-invasive programmed stimulation to evaluate the pacing, the ICD did not deliver the paced pulses to the pt on the surface EKG, and the real-time egm showed the pt's r waves at the pt's current rate with no evidence of pacing. The ICD was reprogrammed again and egm info as before. Block mode programming was completed by a rep to set the brady upper rate limit. The device was explanted on 1/10/97.